Event description:
Information received a smiths medical portex tubes blue line ultra (blu) noticed air pressure leak and cuff lowered. This occurred twice with same patient. One product was returned and another discarded. No patient injury was reported as a trach change out was implemented.

Event description:
Investigation results completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) . Summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) device p/n 100/860/070 with unknown lot number was returned and visually inspected from 12" -16 " with findings of no malformation or defects. Testing was done by inflating cuff with syringe and immersing in water for 24 hours. No discrepancies were found. A review of manufacturing testing was looked upon p/n 100/860/085 l/n 3946465. Process is the same for p/n 100/860/070 and just a difference in tube size. The product passed testing prior to release at 100%. No fault could be found with product and complaint was not confirmed. As preventive action, manufacturing personnel were notified by the supervisor and quality engineer on 17/feb/2020 about failure mode reported by the customer. Updated fields b 1, b 3, b 4, b 5, g 7, h 1, h 2, h 3, h 6, h 10.